Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call, the act button on the device was not responding when he was attempting to rewind the device. Customer stated he removed the battery, reinserted it, and the device had a power alarm, that he was unable to clear because the act button wasn't responding. Customer's blood glucose was unknown. Customer didn't recall any significant events that may have caused the keypad anomaly. Customer was advised to discontinue use of the device, revert to his backup plan, and the device needed to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify off no power alarm due to unresponsive buttons. However, the insulin pump powered up properly after battery installation and no blank display was noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.